Event description:
It was reported that the subject device had displayed color bars only and not image. The issue had occurred during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.